Event description:
It was reported that approximately 9 months post implantation of four xience v stents in the 1st obtuse marginal and distal circumflex arteries, the patient experienced angina. On (B)(6) 2011, the patient was hospitalized and on (B)(6) 2011, percutaneous coronary intervention was performed to the restenosed stent. There was no adverse sequela reported and on (B)(6) 2011, the patient was discharged. There was no additional information provided.

Event description:
Subsequent to the initial medwatch additional information received indicates on (B)(6) 2011 the patient experienced stable angina due to restenosis of two xience v stents (xience v 2.5x28 and xience v 2.75x23) in the left distal circumflex coronary artery. Percutaneous intervention was performed on (B)(6) 2011. The restenosis was considered resolved without adverse patient sequela and the patient was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). The second xience v stent is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. There was no reported product deficiency and the product was not returned. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.